Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The console and foot pedal were tested by the fremont cis lab using a rotalink 1.75mm burr. The rotational speed in dynaglide mode was 88 krpm; the maximum turbine rotational speed reached was 238 krpm; the turbine speed was set to and maintained 170 krpm. No abnormal noise was observed during testing. The turbine rotational speed control is non-linear when decreasing from maximum rpms. The turbine pressure control knob requires extra turns before a) the pressure gauge reading registers a drop in pressure and b) the rotational speed display registers a drop in rpms. In the case of this console, the rotational speed abruptly drops to 182krpm from maximum of 238 krpm. The rotational speed control is linear when increasing rpms from minimum to maximum. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that speed issue occurred. A rotablator rotational atherectomy system was selected for use. It was noted that the console was making loud noises when the burr was not engaged in the lesion. It was observed that there was no smooth acceleration/deceleration when turning the knob. The rotational speed stayed at 160 or 230rpm and was unable to fine tune at 180,000 rpm. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that speed issue occurred. A rotablator rotational atherectomy system was selected for use. It was noted that the console was making loud noises when the burr was not engaged in the lesion. It was observed that there was no smooth acceleration/deceleration when turning the knob. The rotational speed stayed at 160 or 230rpm and was unable to fine tune at 180,000 rpm. There were no patient complications reported.